Event description:
It was reported that during an unknown procedure the jaws were not opening or closing. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4).